Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a intermittent connection between the response button switch and the contact traces. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working properly.